Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker dependent and asymptomatic patient presented for right ventricular lead revision procedure. It was discovered that the right ventricular lead exhibited slowly increasing threshold. Upon fluoroscopy, it appeared that the lead may have been partially dislodged. The lead was capped and replaced. Procedure went well with no complications. Patient was stable before, during and after the procedure.